Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 1 year. No product was returned for evaluation. Also, no x-rays were returned for review. The instruments used during the procedure are unknown. Patient's activity level and rehabilitation program (both physical and pharmacological), and compliance there of are also unknown. Based on the above observations, it is most likely the stem subsidence was due to an inadequate press-fit condition of the stem. This may have not provided the necessary initial stabilization of the stem, which upon load-bearing may have resulted in stem subsidence. Based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for review were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in late 2008, and revised in 2009, due the patient falling and the stem subsiding.